Manufacturer narrative:
Batch # m55e61. The analysis found that one plee60a device was returned in good visual condition and with two cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 04/12/2016. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: can you please clarify if the surgical procedure was a band revision to a bypass? Or was it a band revision to a gastric sleeve? The procedure was a band revision to gastric bypass. When the staples did not form properly, was the staple line complete? Was the staple line interrupted; staples not present/visible on any portion of the staple line? If yes, please describe the staple line. The staple line was not complete. The staples that did enter tissue formed correctly, but there were also staples that did not enter tissue at all. The sales rep also stated that the tissue being operated on was very thick and it was discussed with the surgeon after the procedure that the reload cartridges being used were not sufficient enough and that a black reload perhaps should have been used.

Event description:
It was reported that during a revision from band to bypass procedure, while going around the pouch with both a green and a blue load, the surgeon felt the stapler would slow down and not form staples properly. The case was completed using another device of the same product code as well as two green reloads. There were no patient consequences reported.